Event description:
CT imaging which showed retained catheter piece in the groin. Cta abdomen pelvis on (B)(6) 2024 which showed retained arterial catheter fragment in right common femoral artery, extending to proximal right external iliac artery, common femoral artery pseudoaneurysm, focal narrowing of right external iliac artery, small non enhancing fluid collection around catheter fragment. A 71 y/o male s/p heart catheterization (B)(6) 2024 who was found to have a right femoral artery pseudoaneurysm associated with his access site as well as a retained foreign body. (B)(6) 2024 right femoral pseudoaneurysm repair and removal of foreign body with intraoperative ultrasound. Hemodynamically stable post surgery.